Event description:
The customer reported that upon a pt's death, alarms sounded; however, they would like a retrospective review of the incident to be sure all equipment was operating normal.

Manufacturer narrative:
Philips is in the process of obtaining add'l info regarding this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.